Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples when running the simplexa covid-19 direct assay and repeated negative on competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat testing and results with the other methods. The patient nasopharyngeal samples were collected in copan utm (3ml) and assay setup is within 30 minutes. Run files from the simplexa assay showed 2 samples detected. Sample ID (B)(6) positive for orf1ab (CT = 32.9) and rna ic (CT = 34.6). Sample ID (B)(6) positive for orf1ab (CT = 31.7) and rna ic (CT = 37.7). It was noted that the internal controls on the detected samples were significanly later than the other 6 samples that were negative (CT range = 31.2 - 33.2). The customer's device and the suspected false positive patient samples were not returned for testing. Competitor assay results (cepheid genexpert) were not provided, but it is known the genexpert targets (e, n2) are different from the simplexa assay targets (s gene, orf1ab). The customer was advised on (B)(6) 2021 to decontaminate their instrument and repeat testing on the suspected false postiive samples. No response has been received as of (B)(6) 2021. Batch record review showed the critical component, reaction mix mol4151 lot# x11575n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x10277n for suspected false positive results. The investigation conclusion is pending the completion of the retain testing that was requested on 5/7/21. Follow up report 7/7/21: retains were tested on 5/15/21 with 14 ntc replicates and zero (0) false positives occurred in either target. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on patient samples when running the simplexa covid-19 direct assay and repeated negative on competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat testing and results with the other methods. The patient nasopharyngeal samples were collected in copan utm (3ml) and assay setup is within 30 minutes. Other than patient sample ID number, no other patient information was provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples when running the simplexa covid-19 direct assay and repeated negative on competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat testing and results with the other methods. The patient nasopharyngeal samples were collected in copan utm (3ml) and assay setup is within 30 minutes. Run files from the simplexa assay showed 2 samples detected. Sample ID (B)(6) positive for orf1ab (CT = 32.9) and rna ic (CT = 34.6). Sample ID (B)(6) positive for orf1ab (CT = 31.7) and rna ic (CT = 37.7). It was noted that the internal controls on the detected samples were significantly later than the other 6 samples that were negative (CT range = 31.2 - 33.2). The customer's device and the suspected false positive patient samples were not returned for testing. Competitor assay results (cepheid genexpert) were not provided, but it is known the genexpert targets (e, n2) are different from the simplexa assay targets (s gene, orf1ab). The customer was advised on 5/7/21 to decontaminate their instrument and repeat testing on the suspected false positive samples. No response has been received as of 5/14/21 batch record review showed the critical component, reaction mix mol4151 lot# x11575n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x10277n for suspected false positive results. The investigation conclusion is pending the completion of the retain testing that was requested on 5/7/21.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on patient samples when running the simplexa covid-19 direct assay and repeated negative on competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat testing and results with the other methods. The patient nasopharyngeal samples were collected in copan utm (3ml) and assay setup is within 30 minutes. Other than patient sample ID number, no other patient information was provided.